Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) artery. After difficulty advancing through a very tortuous iliac artery that had an "s" curve to it, there was difficulty seating a non bsc guide catheter. The lad was to be pre-dilated with the 2.5 x 8mm quantum maverick monorail balloon catheter. When the balloon catheter could not be successfully moved out beyond the guiding catheter, they ended up attempting to remove it. Eventually, the guiding catheter and balloon catheter ended up being removed together. Once removed from the body, the guide had to be flushed in order to get the balloon out of it. It was at this point that it was determined that the balloon catheter shaft had snapped in two pieces. Procedure was completed successfully with another guiding catheter and an apex balloon catheter. No pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
(B)(4).